Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed. The rse determined that the main board needed to be replaced and provided the biomed a quote for a replacement main board. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty main board. A replacement main board was sent to the customer; the customer was taking responsibility to repair the device. The rse confirmed that the replacement of the main board resolved the reported issue.

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6).